Event description:
Dealer reported to sunrise medical that the end user noticed that the right side back bracket was broken. The end user noticed the break. When he was getting ready to transfer into his wheelchair. There were no falls or injuries reported.

Manufacturer narrative:
Sunrise medical shipped out a complete back assembly to united seating and mobility under warranty on (B)(4) 2013. United seating and mobility will be making the repairs to the end user's wheelchair. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a f/u report will be filed.